Manufacturer narrative:
(B)(4). The knife did not advance or retract when the trigger was activated and it was found that the knife was hitting the back of the blue jaw seal plate. The knife edge was damaged when it contacted the seal plate. The knife was still within the jaws, but the webbing was broken wand protruding from the hinge area. The webbing may have broken if force was applied to the trigger after the knife contacted the seal plate. A production screening fixture and a deeper knife slot in the jaw were put in place to help mitigate the occurrence of the knife hitting the back of the seal plate.

Event description:
The customer reported that the knife would not cut during a laparoscopic gastric bypass. The surgeon opened another device in order to complete the procedure. There was no patient injury. The device was returned and initial inspection discovered that the webbing of the device is protruding from the hinge area.